Event description:
It was reported that the patient underwent a revision surgery due to pain. The surgeon will revise the talus and poly.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and medical records provided were not sufficient for assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿looks like the talar component is placed relatively far forward (anteriorly). Without further clinical information its clinical relevance cannot be assessed. All components intact. No problems with fixation. No radiological signs of deep infection.¿ more detailed information about the complaint event as well as patient history must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available at this time as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to pain. The surgeon will revise the talus and poly.